Event description:
As reported by the (B)(6) for sfa study, ultrasound revealed 90% restenosis in the placed stent on a regular-scheduled follow-up approximately 9 months following the index procedure. The patient entered the hospital. The lesion was treated by percutaneous transluminal angioplasty (pta). The patient partially recovered the same day. The patient is currently fine. The patient had a 7x80ml smart control stent implanted in a 90% occluded lesion in the proximal left superficial femoral artery (sfa) at the time of the index procedure. The patient also had a luminnex stent placed at the time of the index procedure. The lesion was mildly calcified and tortuous. The site was pre-dilated prior to stent implantation. There was no possibility of dissection. No distal disease was left untreated. ¿healthy to healthy tissue¿ was covered by the stent. It is unknown if the stent was post-dilated. The residual % of stenosis after stent implantation is unknown. There were no complications reported during the index procedure. The stent fully expanded with good wall apposition. It is unknown if the patient was compliant with antiplatelet therapy.

Manufacturer narrative:
Gtin number = (B)(4). Initial reporter phone: (B)(6). This device is not available for testing and evaluation. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
Complaint conclusion: as reported by the (B)(6) smart pms for sfa study, ultrasound revealed 90% restenosis in the placed stent on a regular-scheduled follow-up approximately 9 months following the index procedure. The patient entered the hospital. The lesion was treated by percutaneous transluminal angioplasty (pta). The patient partially recovered the same day. The patient is currently fine. The (B)(6)-year-old male patient had a 7x80ml smart control stent implanted in a 90% occluded lesion in the proximal left superficial femoral artery (sfa) at the time of the index procedure. The patient also had a luminnex stent placed at the time of the index procedure. The lesion was mildly calcified and tortuous. The site was pre-dilated prior to stent implantation. There was no possibility of dissection. No distal disease was left untreated. ¿healthy to healthy tissue¿ was covered by the stent. It is unknown if the stent was post-dilated. The residual % of stenosis after stent implantation is unknown. There were no complications reported during the index procedure. The stent fully expanded with good wall apposition. It is unknown if the patient was compliant with antiplatelet therapy. The complaint product was not returned for analysis as the device remains implanted. A device history record review was performed and showed that these lots of products met all requirements per the applicable manufacturing quality plan. In-stent restenosis (isr) is associated with the progression of atherosclerotic disease and is a known potential adverse event following stent implantation and does not represent a device failure. Intra-arterial stent placement is a treatment of the disease process, it is not a preventive or cure for the progression of symptoms of atherosclerotic artery disease. In-stent stenosis rates range from 11% to 39% from 6 to 12 months after stent placement. Rates were higher in older patients with more severe atherosclerosis and depended on the type of stenosis treated. Stenoses in stents are usually treated with intrastent pta or placement of a second stent. Factors that may have influenced this event include patient, procedural, pharmacological and lesion. Based on the available information there is no evidence to suggest that the event was design or manufacturing related therefore no corrective action will be taken.